Event description:
It was reported that the patient with this ambicor penile prosthesis (app) presented with erosion and cylinder extrusion from the corpora. It was noted that the corpora incision broke down due to poor tissue quality, causing the cylinder to extrude subcutaneous. A surgical procedure was performed to remove and replace the device in its original location. There were no further patient complications reported.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes.

Event description:
It was reported that the patient with this ambicor penile prosthesis (app) presented with erosion and cylinder extrusion from the corpora. It was noted that the corpora incision broke down due to poor tissue quality, causing the cylinder to extrude subcutaneous. A surgical procedure was performed to remove and replace the device in its original location. There were no further patient complications reported.